Manufacturer narrative:
Device is a combination product. As the unit has not been returned a technical analysis could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a patient death occurred. In (B)(6) 2009, the lesion being treated was located in the calcified right coronary artery (rca). Rotablation was performed and a 3.0x15mm non-bsc stent was implanted. Pre and post dilatation were performed. It was confirmed that non-bsc stent was "implanted well". Residual stenosis was 0% after stent implantation. No patient complications were reported. In (B)(6) 2009, a 3.5x13mm non-bsc stent was implanted in the left main (lm). Then the physician treated the 50% stenosed lesion in the non-tortuous and severely calcified proximal left anterior descending (lad) artery. The lesion was predilated with a 3.5x10mm flextome cutting balloon, inflated to 12atms. A 3.5x16mm taxus liberte stent was implanted, inflated to 12 atms. The stent was post dilated with a 3.5x16 non bsc balloon inflated twice to 20 atms. Angiography was performed and no problems were noted. In (B)(6) 2010, the patient's family found the patient expired in bed. The patient was emergently transferred to the hospital where the death was confirmed the cause of death was reported as respiratory failure. It was reported that very late stent thrombosis was suspected, but angiography was not performed. Medications prescribed: aspirin, clopidogrel, and artist.